Event description:
Pt had a mr exam. He was positioned with head first and laying face up. The synergy spine coil was underneath the pt. The rf cable was under the table mattress. The cable came out to the left side at the pt interface control unit. The pt's hands were down at his side. During the examination, the pt complained of overheating and a burning sensation in his thumb. After the examination, the pt called back and complained of blisters on his back.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has rec'd FDA exemption number, (B) (4) to submit one FDA form 3500a to satisfy both importer and MFR for the same event.